Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c2167157 of echo-hd-25-c was returned evaluation opened not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr (B)(4). The device related to this occurrence underwent a laboratory evaluation on 13 nov 2024. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device distal end of needle examined, and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Attempted to reinsert stylet into device but did not pass position just below the sheath extender. Needle removed from device and kink below sheath extender observed. Manufacturing records prior to distribution, all echo-hd-25-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-c of lot number c2167157 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The user is instructed in the precautions section to "ensure the stylet is fully inserted when advancing the needle into the biopsy site." There is evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause review a definitive root cause could be attributed to use error as the stylet was not fully inserted when the needle was advanced into the target site. Additional information received in the patient/event info - notes under q.28 confirmed that the stylet was partially removed prior to the advancement of the needle which is considered user error under the precautions section of the instructions for use. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary complaint is confirmed based on the visual and/or functional inspection. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was determined as the stylet was not fully inserted when the needle was advanced into the target site.

Event description:
A supplemental report is being submitted due to completion of the investigation on 10-jan-2025.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: the customer is (B)(6) university (c11300-0). The product is g55738, lot #c2167157. The event was reported to me today, 10/9 and the event occurred yesterday, 10/8. Staff reported that the physician bent the needle after one successful round of biopsies. After that they were unable to pass the stylet back through the needle. The procedure was completed by switching to another of g55738. Patient/event info - notes: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: just below the strain relief portion of the needle handle. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 1cm. 11. If not with the device in question, how was the procedure performed and/or finished? Different each of same device. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? N/a. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. Kink in needle sheath just below staring relief portion of needle handle. 20. What is the scope manufacturer and model number that was used? Olympus, uct-180. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? Don't know 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Stylet reinsertion after needle was removed from scope. 24. Was the syringe used during the procedure, after the stylet was removed? No. 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 28. Was the stylet partially removed when advancing the needle into the target site? Yes. 29. How many samples were obtained (passes completed) with this needle? 1. 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.